Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stenting procedure for treatment of an occlusion in the distal/middle third of the sfa of approx. 17 cm length via antegrade approach through the left common femoral artery, resistance was felt during deployment but the stent could be released finally. After deployment, the guide wire seemed to be trapped inside the delivery system. Therefore, the guide wire and the delivery system had to be removed as a single unit. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. There is no indication for a manufacturing-related failure. During the evaluation of the returned delivery system, a stuck guide wire was found protruding from both ends of the delivery system. The deployment mechanism was found to have been used actively. There is no indication that the stent was difficult to deploy. The delivery system was found to have been overtriggered which may have led to lumen deformation and subsequent sticking of the guide wire. Due to the poor resolution of the images provided, no further evaluation could be performed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The guide wire was found stuck inside the delivery system and a temporary blockage of the deployment was reported, leading to the conclusion that increased release force may have caused lumen deformation and subsequent guide wire retraction problems. Increased release force can be caused by a difficult vessel anatomy or a damage to the device during transportation, storage or preparation. In this case, no damage of the device or device packaging was observed prior to use. As reported, the tracking path was not tortuous but some calcification was present. The lesion had been pre-dilated. During the evaluation of the sample, the trigger mechanism of the delivery system was found to be overtriggered leading to compressive deformation which is considered a contributing factor to the reported event. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Also the IFU states: "deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall. Stop triggering after the stent is fully deployed." And "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together."

Event description:
It was reported that during a stenting procedure for treatment of an occlusion in the distal/middle third of the sfa of approx. 17 cm length via antegrade approach through the left common femoral artery, resistance was felt during deployment but the stent could be released finally. After deployment, the guide wire seemed to be trapped inside the delivery system. Therefore, the guide wire and the delivery system had to be removed as a single unit. There was no reported patient injury.